Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte-n autoguard winged catheter released prematurely. The following information was provided by the initial reporter: are any samples available for return? Yes. Reported issue: sheath came off.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the customer reported that the sheath came off. One 24g insyte autoguard device was provided for investigation without the needle cover or unit packaging. The needle was bent at the flash notch and the overlying catheter conformed to the bend. The IV catheter was positioned adjacent to the grip. The complaint was confirmed based on the circumstantial evidence of the sample condition. The damaged needle likely contributed to the reported event; however, the root cause of the damage could not be determined. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
Customer confirms that catheter released prematurely during placement and that no patient harm has occurred.

Manufacturer narrative:
Correction: customer confirms no patient harm. Additional information. Customer confirms event occurred during placement attempt.